Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot or part number were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this issue in the past 4 years. It was reported that the device was used for treatment in which there was an issue with the healing process of the wound, due to a higher pressure than expected. As no samples were returned a functional evaluation could not be carried out. A clinical assessment was conducted. It was concluded: based on the provided information and without the return of the device for evaluation the root cause of the reported issue could not be concluded; although medical conditions such as comorbidities and wound closure techniques could have been contributing factors, the impact to the patient beyond the reported clinical findings could not be determined. A risk management review could not be carried out due to limited medical or device investigation that was able to be obtained. No further actions are required at this time. The IFU for pico 7 contains a product specification that outlines the maximum vacuum is 100 mmhg. Careful patient selection is essential. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers. We have been unable to confirm a relationship between the event and device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after tka, the patient was prescribed a pico 7 but it was confirmed that it caused an issue with the healing process (collapse of the vessels) due to a higher pressure than expected. As the doctor confirmed the treatment was stopped and after that, the wound started improving. The part and lot number are unknown at the moment since the devices were apparently discarded after use. The patient was over 70 years.